Event description:
Patient undergoing cardiac intervention. An encore inflation kit was used with a 2.0-12mm balloon. The inflation kit was being inflated. No atms registered and the balloon was noted to have burst. Another 2.0-12mm balloon was used. No atms registered although the staff member inflating could feel the resistance of the balloon inflating. Another inflation kit was opened and used.